Event description:
The device reportedly gave connect electrodes messages during the reported event. The electrodes were reportedly swapped and the reported connect electrodes message continued to be displayed. The patient's outcome and details were not reported. The patient record from the reported event was not acquired.